Event description:
It was reported that during a coronary stent procedure of a lesion in the left coronary branch, the stent moved on the delivery balloon during advancement. Upon removal it was noted that the stent had come off the delivery balloon and was on the shaft of the catheter. No patient injuries or complications occurred.